Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), cellulitis ("rashes or skin conditions type: cellutis -yeast on lower half of stomach"), kidney infection ("kidney infection"), vulval abscess ("labial abscess") and pyelonephritis ("pyelonephritis") in a 30-year-old female patient (gravida 5, para 2) who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 ((B)(6)2005, (B)(6)2009), bipolar disorder, schizoaffective disorder, ovarian cyst, gerd, flank pain, spontaneous abortion in 2007, cesarean section, gestational diabetes, chorioamnionitis and staphylococcus aureus test positive. Previously administered products included for an unreported indication: nuvaring and mirena. Past adverse reactions to the above products included pregnancy with mirena and nuvaring. Concurrent conditions included vomiting, contusion of abdominal wall, ischemic cerebral infarction, acute myocardial infarction, hypoxia, peritonitis, urinary tract injury and nabothian cyst. Concomitant products included ciprofloxacin and nitrofurantoin (macrobid) for uti as well as cefalexin (keflex), clindamycin and sumatriptan (imitrex). On (B)(6)2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6), the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("acute cystitis without hematuria"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), visual impairment ("vision changed, had to wear glasses"), menstruation irregular ("irregular menses"), bladder pain ("bladder pain") and perineal pain ("perineal pain"). In (B)(6)2009, the patient experienced cellulitis (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6)2009, the patient experienced weight increased ("weight gain "). In (B)(6)2009, the patient experienced alopecia ("gastrointestinal or digestive system condition type: hair loss"). On (B)(6)2012, the patient experienced dyspareunia ("pain during intercourse"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced uterine leiomyoma ("fibroid uterus"). In (B)(6), the patient experienced pyelonephritis (seriousness criterion medically significant). On (B)(6)2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6), the patient experienced abdominal distension ("bloating"), dental caries ("tooth decay") and constipation ("constipation"). In (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2015, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vulval abscess (seriousness criterion medically significant), back pain ("lower-back pain"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), migraine ("migraines"), schizophreniform disorder ("schizophrenic disorder"), procedural pain ("a painful post-operative recovery"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary continance"), mood swings ("mood swings"), anger ("anger"), irritability ("irritability"), vulvovaginal mycotic infection ("vaginal yeast infection"), vulvitis ("vulvitis"), vulvovaginal candidiasis ("vaginal moniliasis"), nephropathy ("kidney disease"), memory impairment ("memory gaps"), pelvic pain ("pain"), menopause ("premenopausal"), hormone level abnormal ("hormonal changes") and affective disorder ("affective disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a total hysterectomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, cellulitis, kidney infection, vulval abscess, pyelonephritis, back pain, abdominal distension, vaginal haemorrhage, dyspareunia, migraine, schizophreniform disorder, dental caries, procedural pain, menorrhagia, stress urinary incontinence, mood swings, anger, irritability, vulvovaginal mycotic infection, vulvitis, vulvovaginal candidiasis, cystitis, urinary tract infection, nephropathy, headache, fatigue, constipation, alopecia, nausea, memory impairment, allergy to metals, pelvic pain, vaginal discharge, visual impairment, weight increased, uterine leiomyoma, menstruation irregular, bladder pain, perineal pain, menopause, hormone level abnormal and affective disorder outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, affective disorder, allergy to metals, alopecia, anger, back pain, bladder pain, cellulitis, constipation, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritability, kidney infection, memory impairment, menopause, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nephropathy, pelvic pain, perineal pain, pregnancy with contraceptive device, procedural pain, pyelonephritis, schizophreniform disorder, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulval abscess, vulvitis, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6)2009 (as per pfs) & (B)(6)2012 (as per mr). Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received and the following information was provided: vision/eye problems was specified as vision changed, had to wear glasses; psychological/ psychiatric problems was updated to schizophrenic disorder and affective disorder; weight gain / loss was specified as weight gain; premenopausal, hormonal changes added as event; patient¿s weight and historical condition provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), cellulitis ("rashes or skin conditions type: cellutis -yeast on lower half of stomach"), kidney infection ("kidney infection"), vulval abscess ("labial abscess") and pyelonephritis ("pyelonephritis") in a 30-year-old female patient who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2, bipolar disorder, schizoaffective disorder, ovarian cyst, gerd and flank pain. Concurrent conditions included vomiting, contusion of abdominal wall, ischemia, acute myocardial infarction, hypoxia, peritonitis, urinary tract injury and nabothian cyst. Concomitant products included ciprofloxacin and nitrofurantoin (macrobid) for uti as well as cefalexin (keflex), clindamycin and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("acute cystitis without hematuria"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), menstruation irregular ("irregular menses"), bladder pain ("bladder pain") and perineal pain ("perineal pain"). In (B)(6) 2009, the patient experienced cellulitis (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight gain / loss"). In (B)(6) 2009, the patient experienced alopecia ("gastrointestinal or digestive system condition type: hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2012, the patient experienced uterine leiomyoma ("fibroid uterus"). In 2014, the patient experienced pyelonephritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced abdominal distension ("bloating"), dental caries ("tooth decay") and constipation ("constipation"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vulval abscess (seriousness criterion medically significant), back pain ("lower-back pain"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), migraine ("migraines"), mental disorder ("psychological/ psychiatric problems"), procedural pain ("a painful post-operative recovery"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary continance"), mood swings ("mood swings"), anger ("anger"), irritability ("irritability"), vulvovaginal mycotic infection ("vaginal yeast infection"), vulvitis ("vulvitis"), vulvovaginal candidiasis ("vaginal moniliasis"), nephropathy ("kidney disease"), memory impairment ("memory gaps") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a total hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, cellulitis, kidney infection, vulval abscess, pyelonephritis, back pain, abdominal distension, vaginal haemorrhage, dyspareunia, migraine, mental disorder, dental caries, procedural pain, menorrhagia, stress urinary incontinence, mood swings, anger, irritability, vulvovaginal mycotic infection, vulvitis, vulvovaginal candidiasis, cystitis, urinary tract infection, nephropathy, headache, fatigue, constipation, alopecia, nausea, memory impairment, allergy to metals, pelvic pain, vaginal discharge, visual impairment, weight fluctuation, uterine leiomyoma, menstruation irregular, bladder pain and perineal pain outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anger, back pain, bladder pain, cellulitis, constipation, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, kidney infection, memory impairment, menorrhagia, menstruation irregular, mental disorder, migraine, mood swings, nausea, nephropathy, pelvic pain, perineal pain, pregnancy with contraceptive device, procedural pain, pyelonephritis, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulval abscess, vulvitis, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 (as per pfs) & (B)(6) 2012 (as per mr). Since having the surgery, plaintiff's symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on 2-mar-2018: plantiff fact sheet & medical redord received. Events abdominal distension, abortion spontaneous, allergy to metals, alopecia, memory impairment, anger, bladder pain, cellulitis, constipation, cystitis, dysmenorrhoea, fatigue, headache, irritability, kidney infection, nephropathy, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, procedural pain, pyelonephritis, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, visual impairment, vulval abscess, vulvitis, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight fluctuation are added. Lot number , lab data ,& concomitant & historical conditions , drugs are added. On 2-mar-2018: medical record received. Concomitant , historical drugs & conditions are added. Processed with fu 01. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), schizophrenia ("schizophrenic disorder"), cellulitis ("rashes or skin conditions type: cellutis -yeast on lower half of stomach"), kidney infection ("kidney infection"), vulval abscess ("labial abscess") and pyelonephritis ("pyelonephritis") in a 30-year-old female patient (gravida 5, para 2) who had essure (batch no. 916882-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included parity 2 ((B)(6) 2005, (B)(6) 2009), bipolar disorder, schizoaffective disorder, ovarian cyst, gerd, flank pain, cesarean section, gestational diabetes, chorioamnionitis and staphylococcus aureus test positive. Previously administered products included for an unreported indication: mirena in 2008, mirena in 2007 and nuvaring. Past adverse reactions to the above products included pregnancy with mirena, mirena and nuvaring. Concurrent conditions included vomiting, contusion of abdominal wall, ischemic cerebral infarction, acute myocardial infarction, hypoxia, peritonitis, urinary tract injury and nabothian cyst. Concomitant products included ciprofloxacin and nitrofurantoin (macrobid) for uti as well as cefalexin (keflex), clindamycin and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("acute cystitis without hematuria"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), visual impairment ("vision changed, had to wear glasses"), menstruation irregular ("irregular menses"), bladder pain ("bladder pain") and perineal pain ("perineal pain"). In (B)(6) 2009, the patient experienced cellulitis (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("gastrointestinal or digestive system condition type: hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced uterine leiomyoma ("fibroid uterus"). In 2014, the patient experienced pyelonephritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced abdominal distension ("bloating"), dental caries ("tooth decay") and constipation ("constipation"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant), vulval abscess (seriousness criterion medically significant), back pain ("lower-back pain"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), migraine ("migraines"), procedural pain ("a painful post-operative recovery"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary continuance"), mood swings ("mood swings"), anger ("anger"), irritability ("irritability"), vulvovaginal mycotic infection ("vaginal yeast infection"), vulvitis ("vulvitis"), vulvovaginal candidiasis ("vaginal moniliasis"), nephropathy ("kidney disease"), memory impairment ("memory gaps"), pelvic pain ("pain"), menopause ("premenopausal"), hormone level abnormal ("hormonal changes") and affective disorder ("affective disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a total hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, schizophrenia, cellulitis, kidney infection, vulval abscess, pyelonephritis, back pain, abdominal distension, vaginal haemorrhage, dyspareunia, migraine, dental caries, procedural pain, menorrhagia, stress urinary incontinence, mood swings, anger, irritability, vulvovaginal mycotic infection, vulvitis, vulvovaginal candidiasis, cystitis, urinary tract infection, nephropathy, headache, fatigue, constipation, alopecia, nausea, memory impairment, allergy to metals, pelvic pain, vaginal discharge, visual impairment, weight increased, uterine leiomyoma, menstruation irregular, bladder pain, perineal pain, menopause, hormone level abnormal and affective disorder outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, affective disorder, allergy to metals, alopecia, anger, back pain, bladder pain, cellulitis, constipation, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritability, kidney infection, memory impairment, menopause, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nephropathy, pelvic pain, perineal pain, pregnancy with contraceptive device, procedural pain, pyelonephritis, schizophrenia, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulval abscess, vulvitis, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 (as per pfs) & (B)(6) 2012 (as per mr). Since having the surgery, plaintiff's symptoms are mostly resolved. This case is linked to two cases regarding pregnancies under mirena iud ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), schizophrenia ("schizophrenic disorder"), cellulitis ("rashes or skin conditions type: cellutis -yeast on lower half of stomach"), kidney infection ("kidney infection"), vulval abscess ("labial abscess") and pyelonephritis ("pyelonephritis") in a 30-year-old female patient (gravida 5, para 2) who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 ((B)(6) 2005, (B)(6) 2009), bipolar disorder, schizoaffective disorder, ovarian cyst, gerd, flank pain, spontaneous abortion in 2007, cesarean section, gestational diabetes, chorioamnionitis and staphylococcus aureus test positive. Previously administered products included for an unreported indication: nuvaring and mirena. Past adverse reactions to the above products included pregnancy with mirena and nuvaring. Concurrent conditions included vomiting, contusion of abdominal wall, ischemic cerebral infarction, acute myocardial infarction, hypoxia, peritonitis, urinary tract injury and nabothian cyst. Concomitant products included ciprofloxacin and nitrofurantoin (macrobid) for uti as well as cefalexin (keflex), clindamycin and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("acute cystitis without hematuria"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), visual impairment ("vision changed, had to wear glasses"), menstruation irregular ("irregular menses"), bladder pain ("bladder pain") and perineal pain ("perineal pain"). In (B)(6) 2009, the patient experienced cellulitis (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced weight increased ("weight gain "). In (B)(6) 2009, the patient experienced alopecia ("gastrointestinal or digestive system condition type: hair loss"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced uterine leiomyoma ("fibroid uterus"). In 2014, the patient experienced pyelonephritis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced abdominal distension ("bloating"), dental caries ("tooth decay") and constipation ("constipation"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant), vulval abscess (seriousness criterion medically significant), back pain ("lower-back pain"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), migraine ("migraines"), procedural pain ("a painful post-operative recovery"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary continance"), mood swings ("mood swings"), anger ("anger"), irritability ("irritability"), vulvovaginal mycotic infection ("vaginal yeast infection"), vulvitis ("vulvitis"), vulvovaginal candidiasis ("vaginal moniliasis"), nephropathy ("kidney disease"), memory impairment ("memory gaps"), pelvic pain ("pain"), menopause ("premenopausal"), hormone level abnormal ("hormonal changes") and affective disorder ("affective disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a total hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, schizophrenia, cellulitis, kidney infection, vulval abscess, pyelonephritis, back pain, abdominal distension, vaginal haemorrhage, dyspareunia, migraine, dental caries, procedural pain, menorrhagia, stress urinary incontinence, mood swings, anger, irritability, vulvovaginal mycotic infection, vulvitis, vulvovaginal candidiasis, cystitis, urinary tract infection, nephropathy, headache, fatigue, constipation, alopecia, nausea, memory impairment, allergy to metals, pelvic pain, vaginal discharge, visual impairment, weight increased, uterine leiomyoma, menstruation irregular, bladder pain, perineal pain, menopause, hormone level abnormal and affective disorder outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, affective disorder, allergy to metals, alopecia, anger, back pain, bladder pain, cellulitis, constipation, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, irritability, kidney infection, memory impairment, menopause, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nephropathy, pelvic pain, perineal pain, pregnancy with contraceptive device, procedural pain, pyelonephritis, schizophrenia, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulval abscess, vulvitis, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 (as per pfs) & (B)(6) 2012 (as per mr). Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Most recent follow-up information incorporated above includes: on 16-jul-2018: following company internal coding review, the reported event "schizophrenic disorder" was recoded to the meddra llt: schizophrenia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower-back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), dyspareunia ("pain during intercourse"), migraine ("migraines"), mental disorder ("psychological/ psychiatric problems"), dental caries ("tooth decay") and procedural pain ("a painful post-operative recovery"). The patient was treated with surgery (a total hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, vaginal haemorrhage, dyspareunia, migraine, mental disorder, dental caries and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dental caries, dyspareunia, mental disorder, migraine, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.